Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient was hospitalized for the event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by diarrhea coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient received treatment for the peritonitis with vancomycin, intraperitoneally, in their solution bags (dose and frequency was unknown). On an unreported date in the same month as being admitted to the hospital, the patient was discharged. On an unreported date, the patient was recovered from the event of diarrhea. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal/extraneal therapies were ongoing. No additional information is available.